Event description:
It was reported the patient experienced an infection at the ipg implant location causing pain and perforated of the site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg site was irrigated and the ipg implanted deeper. The infection was treated with antibiotics and has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced an infection at the ipg implant location causing pain and perforated of the site was reported to abbott. The ipg site was irrigated and the ipg implanted deeper. The infection was treated with antibiotics and has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.